Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1: additional phone: +1(623) 476-8436 h3: device evaluated by mfg = device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during an angiogram, the side-arm separated from a flexor ansel guiding sheath¿s hub. A stiffened micropuncture device was used to obtain access in the femoral artery to target the superficial femoral, popliteal, and posterior tibial arteries. The vessels were described as ¿thready or ratty¿ and calcified. Another manufacturer¿s guide wire and catheter were used during the procedure, as well as a cook catheter and wire. The dilator was not in place at the time of the event. Because the procedure was almost over, the user reconnected the side-arm and held it in place to inject contrast. The procedure was successfully completed with the complaint device. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures or experience any adverse effects due to this event.